Event description:
It was reported that a physician's dell x5 handheld device would not hold a charge and he is unable to interrogate and program pts' devices as it will only stay on for a few seconds. Good faith attempts to obtain additional info are currently being made.